Manufacturer narrative:
Submit date: 11/3/2016. An investigation is currently under way; upon completion the results will be forwarded. Medwatch mw5065262.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states the staff removed syringes due to fluid leaking around the black syringe stopper during filling.